Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to methicillin-resistant staphylococcus aureus (mrsa) infection. Reportedly, the patient developed sepsis/septicemia and septic shock. There were no additional adverse patient effects reported. The rv lead was explanted. Due to the limited information received, further follow-up to obtain related details was not possible.